Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012825365 was returned and analyzed. Visual inspection was conducted. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Catheter to sheath compatibility testing was conducted. During compatibility testing, the catheter to sheath insertion failed due to slider being stuck. Verification of steering mechanisms was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity and hipot verification (where applicable). Electrical continuity test did not reveal any anomalies. Inspection (microscope/x- ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the handle segment, it was observed that electrode wires were entangled. In conclusion, the catheter failed the return product inspection due to ent angled electrode wires in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure when opening the loop catheter, the tension control knob and steering knob were detached. The catheter was replaced. Treatment was performed as usual but there was resistance when attempting to extend during removal making it difficult to remove the catheter. The slide control was forcibly pushed to remove it. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.